Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl, clonidine, and dilaudid all at unknown concentrations and doses. It was reported the patient¿s pump slid down to his waist, and it became difficult to wear pants. The patient stated the skin was so tight and thin in that area that he and the health care provider (hcp) were concerned of the skin rubbing on the pump. The patient stated they were monitoring the skin, and then the area around the pump ¿got black and blue¿, and the patient couldn't bear to touch it because it was so painful. The patient stated at that point the hcp said the patient needed surgery. The patient stated the surgeon went in and re-sutured the pump higher back into its original position. The patient stated everything was good, and the managing hcp filled the pump. Then 2 weeks later, the patient wasn't feeling right and went in. The patient stated he had a ¿bad infection¿, and at that point, they took the pump out. The area of the infection was the pocket. Infection symptoms included pain. The patient stated while lying in the hospital with the infection, the patient also had heartburn. The change in therapy/symptoms was considered sudden. The patient stated he was ¿terminal¿ and at risk every time he was anesthetized. The patient stated he had end stage emphysema, so every time he was intubated, there was a chance he might not survive or wouldn't be extubated. The patient stated he had scars all over, 4 scars on the belly and 3 on the back from the last 3 surgeries. The patient was referencing the replacement in (B)(6) 2017 due to longevity, the repositioning of the new pump, then the explant, and the implant of the current pump on the opposite side of his body. The infection was confirmed. The patient stated the pump sliding and causing pain started (B)(6) 2016 or (B)(6) 2017. The pocket revision occurred in (B)(6) 2017, and the pump explant occurred in (B)(6) 2017. The patient stated the pump was explanted 2 weeks prior to the new pump being implanted (implanted on (B)(6) 2017). The patient stated he was taking antibiotics, but was no longer taking them. The current drug in the pump was related to the reported event. The infection resolved. No further patient complications were reported. The patient requested to know how to find out what happened and who was responsible for the pump moving and causing all the issues.